Manufacturer narrative:
This issue could not be confirmed as the customer was unable to identify which stretcher was involved in the reported event.

Event description:
It was reported that a nurse injured their foot while engaging the side brake/steer pedal. It was reported that the foot injury required time off and restricted work for the nurse.

Event description:
It was reported that a nurse injured their foot while engaging the side brake/steer pedal. It was reported that the foot injury required time off and restricted work for the nurse.